Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device motor did not turn on and run. Therefore, the reported condition was confirmed. It was further determined that the coupling power supply was deformed and bent. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during before surgery, it was observed that the compact air drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor did not turn on and run. It was further reported that the coupling power supply was deformed and bent. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.